Event description:
It was reported that the customer's pump screen was broken, making the touchscreen unreadable and unresponsive. There was no information regarding any adverse impact on the customer¿s blood glucose level. The device was set to be returned, and a replacement pump with a different serial number was arranged. The customer was informed of the expected return date.